Manufacturer narrative:
Conclusion: device investigation revealed damage to the lead wire of the conductive link, as it might be caused by minute device mobility. Provided that the device was reportedly functional prior to explantation, no root cause could be determined for this damage. However, according to received information, explantation was conducted as the recipient had limited benefit from the device, most likely due to unrelated audiological reasons, and became a non-user. This is a combined initial and final report.

Event description:
The user was explanted of the device. It was reported that the user had limited benefit from the device. The device was however reported to be functional several months prior to the device being removed. No in situ measurements were taken directly prior to the explantation. It is stated that the user may not have been using the external processor for some years and a possible explantation was mentioned by the surgeon some months prior. It was also mentioned that the user might have no longer been within the audiological indication criteria for the device. Note: this device was manufactured by symphonix devices inc. Vibrant med-el took over the symphonix assets. As such vibrant med-el feels responsible to follow-up on product problems with symphonix produced devices.